Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the neuro tip of the craniotome device was bent/damaged, and a cutter could not be inserted. Therefore, the reported condition that the cutting burrs were not able to be fixed on the craniotome attachment was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device had bearing damage, the neuro-tip of the device was bent/damage, the cutter could not be inserted, and the device had component damage. It was further determined that the device failed pretest for visual assessment and cutter insertion. It was noted in the service order that the cutting burrs were not able to be fixed on the craniotome attachment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.